Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1004 indicative of shocking into a shorted lead. A low out of range shock impedance measurement of less than 20 ohms was also observed. The ICD remains in service and no adverse patient effects were reported.